Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had their implantable neurostimulator (ins) removed on (B)(6) 2016. The patient reported that they couldn¿t charge their ins because of the position it was sitting in their body and they couldn¿t program the device either. The patient stated that they were told by their healthcare provider (hcp) that the leads were too difficult to remove, so they remained in the patient. It was noted that the issue started in (B)(6) 2015, 8 months after the patient was implanted. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.